Event description:
It was reported that there was electromagnetic interference (emi), and an inappropriate shock occurred. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Emi noted on both atrial and ventricular channels. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrthymia therapy. Emi resulted in inappropriate shock therapy.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.